Manufacturer narrative:
The microchoice medium speed drill was returned to conmed for evaluation on 07-jan-2017. An evaluation and testing of the returned handpiece was unable to duplicate and/or confirm the reported problem, as the unit performed to specifications with the maximum temperature of 76f by the collet with or without the "test" bur guard. The unit also passed all functional test requirements with no abnormalities or overheating problems noted. The maximum allowed for this type of handpiece is 110f after 3 minutes. However, further inspection found the collet failed force to pull bur without slipping. A review of the service repair history for this device found the unit was manufactured on 06-nov-2002 with no service/repair history found and that the recommended preventative maintenance was long overdue. The instruction manual informs the user of a 12-months service interval for this device. Failure to follow the recommended service schedules may result in overheating or damage to the handpiece and/or bur guard, and may result in burn injury to the patient or medical personnel. In this instance, this handpiece has been in use for approximately 14 years when this reported problem occurred. Over extended use and without proper preventative maintenance, damage can occur to this device causing it not to function at its optimum. As reported, the "used/damaged" lindemann bur, medium is not expected for evaluation, as the device was discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the alleged problem was therefore unable to be determined. A 2-year review of the device complaint history for both the handpiece and the bur found no other similar complaints received. To date, there have been no serious injury or death related to the reported problem of "overheating" or the use of both devices. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of handpiece overheating and injury to the patient, the handpiece instruction manual provides the following precautions and warnings: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating. If overheating occurs, discontinue use and return the equipment for service. Prior to use, ensure the bur guard and bur locked securely into the handpiece, run the drill at maximum speed for one minute and monitor for any of the following: excessive noise. Excessive vibration. The drill or bur guard being hot to the touch during the test procedure or during surgical use. The drill not operating up to its maximum preset speed (verify the maximum preset operating speed by fully depressing the drill activation lever or appropriate speed is displayed on console). In addition, overheating may occur if the bearing in the tip of the bur guard is worn, possibly causing serious burn to the patient's tissue. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard should be sent for repair immediately. Do not use.

Manufacturer narrative:
As of this filing, the microchoice medium speed drill has not yet been received by conmed corporation for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. Device has not yet been returned.

Event description:
The user facility reported that during use of the microchoice medium speed drill with the 1.6x31mm lindemann bur, medium in a bi-maxillary osteotomy procedure, the male patient sustained a "blister like-burn" on the inside of his mouth and lip. The burn was treated with "yellow paraffin". Follow-up with the user facility learned that no other treatment was needed and that the burn was regarded as minor. The procedure was otherwise completed as planned with no serious injury to the patient. The (B)(6) years old, male patient was discharged as normal. This report is filed on the basis of potential for patient injury with recurrence.